Event description:
Boston scientific rec'd info that this right ventricular lead had dislodged. During an attempt to reposition the lead, the helix was unable to be retracted and the physician elected to explant the lead. While explanting the lead, the suture sleeve appeared as if it were cut in two with one suture on the sleeve and the other suture on the lead itself. A new lead was successfully implanted. No adverse pt effects were reported.